Event description:
Reporter stated that a patient capillary sample was measured, using the inform system, with a result of 252 mg/dl. A venous sample, obtained from the same patient <10 minutes later, measured 131 mg/dl in the facility's lab. Reporter indicated that the patient was not treated based on the value obtained on the inform system. No adverse event was reported. Quality control testing had reportedly been performed on the inform system and values were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.